Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the hungary market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069076.

Event description:
The event occurred in hungary. It was reported, that during ECMO treatment an hls set was installed on a cardiohelp system. After installation the system displayed the error message: ¿pump error single use product ¿ stop.¿ the affected cardiohelp device was replaced to exclude a malfunction, however the same issue remained. A new hls set was opened and installed. After this replacement the ECMO treatment could be continued successfully without further issues. No harm to any person has been reported. As device replacements took place during the patients treatment, a report is required. Complaint ID# (B)(4).